Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) defibrillation lead exhibited intermittent loss of capture and varying pacing threshold measurements. The thresholds ranged from 0.9v to 2.5v depending on the patient's position. Pauses in pacing of up to two seconds were observed on the monitor. An x-ray was ordered to verify the position of the lead. The r-wave sensing and pacing impedance measurements were stable. The rv lead was deactivated and the cardiac resynchronization therapy defibrillator (crt-d) was programmed to pace in aai mode, as the chronic rv pacing lead had been connected to the atrial port during the device upgrade procedure. The patient was not symptomatic during the pauses in pacing. A lead revision was considered after x-ray evaluation. Boston scientific received additional information. An x-ray did not show dislodgement, and sensing and pacing impedance values were within normal range. The lead was repositioned five days later, and the post-operative device check the following morning showed all normal lead measurements. The lead remains in service. No additional adverse patient effects were reported.